Event description:
The olympus field service engineer reported (on behalf of the customer) that, the visera elite video system center had an image flickering issue. The issue was found during a therapeutic procedure (laparoscopic cholecystectomy). The procedure was completed with a similar device and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found intermittent flickering in the image due to a defective printed circuit board. Additional findings include the following: heavy dust inside the unit needed to be cleaned, the wires were found corroded, the mainboard component was corroded, the receptacle was found loose, the front panel was yellowish, the rear panel was corroded, the power switch was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image flickering occurred due to failure of the printed-circuit board. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.